Event description:
A report was received that patient had a bubble on his neck that might be a blister or from spinal fluid leak from the little hole that was caused from his last surgery (MFR report number: 3006630150-2019-00969).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure and lead was kept in place to hold space for a future implant. It was mentioned that the incision sites were leaking a fluid, but no obvious infection was noted. It was also mentioned that the bubble tissue at the cervical incision site was filled with a coil of lead that appeared to be working its way out of the incision. The wounds were irrigated with antibiotic solution and closed. The patient was treated with antibiotics and was reportedly doing well postoperatively. Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 7023411, model/catalog description : coverage 32 surgical lead kit 70 cm. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and lead was found to be satisfactory.

Event description:
A report was received that patient had a bubble on his neck that might be a blister or from spinal fluid leak from the little hole that was caused from his last surgery (MFR report number: 3006630150-2019-00969).